Event description:
Additional information was received that a revision procedure was performed. The device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed five battery alerts had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion.

Event description:
--

Event description:
Boston scientific received information that a routine device interrogation noted battery longevity to be four and a half (4.5) years with a charge time measurement of 9.4 seconds and 84% energy use. Approximately three months later, device interrogation displayed battery longevity to be two years, with a charge time measurement of 9.8 seconds. Device memory was saved to a disk. Engineering analysis reviewed the disk and confirmed that the device hardware was not properly detecting the loss of battery energy and the battery voltage was being used to determine battery status. The timing between elective replacement indicator (eri) and end of life (eol) would be much less than 90 days and device replacement was recommended. Additionally, the data indicated with a very high likelihood that there was sufficient reserve for the device to maintain normal therapy functions seven days' time and therapy should remain available. To date, no adverse patient effects were reported as a result of this clinical observation.